Event description:
Per medical record review, the balloon was inflated to nominal volume. Echo and supravalvular aortography were performed. The paravalvular leak had resolved; however, there was mild-to-moderato degree of central aortic regurgitation. "Potentially could have been due to prosthesis under expansion." At this point, post-dilation was performed to 2ml above nominal volume. Echo showed the degree of central aortic regurgitation was moderate to-severe, "which was now felt to be due to leaflet injury." A new valve and delivery system were prepared and deployed to 2ml above nominal volume from the initial inflation. Echo showed excellent results.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received in medical records and engineering evaluation findings. Sections b4, b5, b7, g3, g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "deployed valve exhibits central regurgitation" was confirmed based on the provided medical record. The complaint for "leaflet tear" was unable to be confirmed due to unavailability of relevant imagery. A review of the DHR and did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Deployed valve exhibits central regurgitation: per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, "the physician placed a 26mm s3u inside the pre-existing evolute valve. The team then assessed with a tee and found there was central leak, so the team decided to add 2cc to the valve which made the leak worse." Per technical summary, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. It was noted that the initial central regurgitation could have occurred due to "prosthesis under expansion" as reported. Under expanded valve could lead to suboptimal valve leaflets coaptation, resulting in central regurgitation. Furthermore, worsened central regurgitation was noted after the post-dilation; therefore, the deployed valve could be over inflated/ expanded, which could prevent proper thv leaflets coaptation, resulting in further central regurgitation. As such, available information suggests that procedural factors (under expanded valve, post-dilation) may have contributed to the reported event. A technical summary is applicable to this complaint event, because under expanded valve and post-dilation are identified as the potential root causes of central regurgitation. Leaflet tear: as reported, "at this point, post-dilation was performed to 2ml above nominal volume. Echo showed the degree of central aortic regurgitation was moderate to-severe, 'which was now felt to be due to leaflet injury'." In this case, the field/site was only suspecting or felt that the post-dilation damaged leaflet, leading to central regurgitation. However, no relevant imagery was provided, so damaged leaflet could not be confirmed. As such, available information suggests that procedural factors (post-dilation) may have contributed to complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tav in sav procedure with a 26mm sapien 3 ultra valve in aortic position due to a pre-existing 34mm non-edwards surgical valve presenting with pvl. The physician placed a 26mm s3u inside the pre-existing non-edwards surgical valve. The team then assessed with a tee and found there was central leak, so the team decided to add 2cc to the valve which made the leak worse. The team decided to place a second 26mm s3u valve with additional 2cc. The team assessed with another tee and found no leak, 3 tee gradient, and 0 cath gradient. The end results were successful and the team was satisfied with the outcome.

Manufacturer narrative:
Investigation is ongoing.